Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99012. Supplemental rationale. Corrected data: b5, h6, h11. 111 previously reported events were included in this follow-up record. Product return status. 20 devices were received. 91 devices were evaluated based on historical data analysis. Evaluation findings (results/components). 13 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: wear problem, lubrication problem identified, no device problem found / bearings, device ingredient or reagent. 91 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: lubrication problem identified, no device problem found / device ingredient or reagent. 4 devices: lubrication problem identified, overheating problem identified / device ingredient or reagent. 1 device: degradation problem identified, overheating problem identified / bearings. Product disposition: 99 devices: scrapped by stryker. 1 device: serviced and returned to customer. 11 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 111 events for the failure: overheating of device. - 92 events had problem identified during non-clinical procedure; there was no patient involvement. - 13 events had no health consequences or impact. - 6 events had problem identified before clinical use/exposure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 111 events for the failure: overheating of device. - 95 events had problem identified during non-clinical procedure; there was no patient involvement. - 12 events had no health consequences or impact. - 4 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 111 events were reported for this quarter. Product return status 20 devices were received. 80 devices were evaluated based on historical data analysis. 11 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 13 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: wear problem, lubrication problem identified, no device problem found / bearings, device ingredient or reagent 80 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: lubrication problem identified, no device problem found / device ingredient or reagent 4 devices: lubrication problem identified, overheating problem identified / device ingredient or reagent 1 device: degradation problem identified, overheating problem identified / bearings 11 devices: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 90 devices: scrapped by stryker 1 device: serviced and returned to customer 9 devices: product not received 11 devices: product disposition is not yet determined additional information 111 devices were not labeled for single-use. 111 devices were not reprocessed or reused.